Manufacturer narrative:
On 2/14/17 - additional information received indicates that there is likely no complaint on this pacemaker. The complaint is on the patients rv lead which will be reported on a separate MDR. An analysis will still be performed on this pacemaker if it is returned. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This device was explanted due to non-physiologic noise. Initially the md believed the lead was faulty, but the lead testing proved the lead is fine and this device was then explanted.